Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak tested; it was found wear at a fold in the proximal end of the cylinder, and the cylinder passed the leakage test. The remaining cylinder passed visual inspection and leakage testing. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump; and it passed the leakage test. Based on the information available, the cause that contributed to the reported event cannot be established, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for pump: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.